Event description:
After 25 days of implantation, this device was explanted because of a pocket infection.

Event description:
After 25 days of implantation, this device was explanted because of a pocket infection.